Manufacturer narrative:
(B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the tip of a bd posiflush¿ broke off in the tubing. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation results: no photos or samples were received in the columbus plant for evaluation therefore failure mode could not be verified and root cause could not be determined. DHR/bhr review showed there were no documented issues for the complaint of batch 7263859 during this production run. There were no qns issued during the production of this batch listed in the complaint. Based on the above, CAPA not necessary.